Event description:
Additional information received reported that the cause of the event was due to poor pump placement by the original implanter. The patient symptoms noted were "erythema at 12:00 of originally placed pump". The patient was not hospitalized and the patient's outcome was reported as no injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was having a pump pocket revision done on (B)(6) 2012. The reporter was unsure of the reasons for revision. The medication in the pump was fentanyl. No other details were provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type catheter; product ID 8596, serial# (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).